Event description:
During on site service by a baxter service technician, a flo-gard infusion pump exhibited constant occlusion alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was functionally tested and visually inspected for any abnormalities that may have caused or contributed to the reported condition. The visual inspection identified the cause of the reported constant occlusion alarm to be damage to the latch roller. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.